Event description:
Procedure type: esophagectomy. According to the reporter, it was found that anastomosis was with a malformation of staples after firing. Another device was used to finish the surgery. The incision and operating time were extended as a result.